Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the fourth firing of the device with a green reload (seam guard buttressing material) at a slight articulation angle, there was a noise during the firing cycle. After firing, it was evident that the patient side (left) of the reload formed regular b shaped staples, but the specimen side (right) only the outermost row of staples (away from the knife blade) formed correctly. On the two inner rows closest to the knife blade on the right side there were thirteen staples that barely penetrated the gastric tissue and the staple legs were clearly visible. It looked as if they only started to penetrate tissue. A picture is available for a more clear depiction of the staples. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Premature sled movement the analysis found that one device was returned in good visual condition and with an ecr60g partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. A test bailout door was properly installed and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. No strange noises where heard during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. This inter-operative photograph confirms the complication experienced while firing the ple60a device with an ecr60g staple cartridge. It is believed based on the photographic evidence that this complication was potentially caused by the sled rail hitting one of the staple cartridge internal towers damaging the sled rail enough to prevent the associated staple drivers from being lifted and deploying staples.